Manufacturer narrative:
(B)(4). Batch # t5cd2h. Investigation summary: the analysis found that one pve35a device was returned with no apparent damage and with one cartridge reload loaded on the device. The reload was received fully fired. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meets the staple release criteria. The event described could not be confirmed as the device performed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during a lobectomy procedure, the stapler was positioned across an unspecified vessel. Upon firing, the stapler deployed briefly, battery engaged the firing sequence and then stopped. The surgeon asked an assistant to apply pressure to the vessel with another instrument, he positioned another stapler around the vessel. He completed the transection of the vessel with the second stapler and then removed the original stapler from the vessel. It is unknown whether the stapler's reverse button was used or whether the stapler was manually cut away from the stapler. Patient consequences were not reported.